Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.00/+1.0/x123 diopter, in the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016 the lens was exchanged for a shorter lens due to excessive vaulting. Based on surgeon's comments doctor is monitoring the patient's status. At the date of MDR submission, the lens has been returned, but not yet evaluated.

Manufacturer narrative:
Device evaluation: the lens was returned in a small vial. Visual inspection of the returned product found no visible damage to the lens. There was evidence of clear residue. (B)(4).

Manufacturer narrative:
Corrected data: the reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -11.00/+1.0/x123 diopter, in the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2016 the lens was exchanged for a shorter lens due to excessive vaulting. The problem was resolved. The doctor is monitoring the patient's status. (B)(4).